Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a21, no delivery alarms, possible over or under delivery anomaly due to blank display. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl. The customer reported customer was on manual injections. Customer stated that since she received the insulin pump there was a crack on it and the insulin pump was not delivering insulin, never delivered insulin. Customer could not see a crack but stated her endocrinologist said there was a crack in the chamber. Customer reported unexpected restart. A cold reset was performed alarm came up. Customer stated she was not able to clear alarm and became agitated and stated when she pressed esc would not flash but would go back home screen. Customer stated insulin pump will not turn on and had blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned and reservoir and infusion set will not be returned for analysis.